Manufacturer narrative:
Device not returned.

Event description:
It was reported that when a non-dependent, asymptomatic patient presented for device check, noise on the atrial lead was observed. The physician has elected to monitor the lead and not to change device settings.